Manufacturer narrative:
The customer reported that they will not be providing the electronic log file from the AED for the reported rescue attempt. Without the log file it is not possible to determine the cause for the AED not delivering therapy.

Event description:
A customer reported that their AED advised "shock advised" but did not deliver therapy. A service code was subsequently displayed. The customer switched to another AED and proceeded with therapy. The patient survived. No additional information was provided.